Event description:
It was reported by (B)(6), stryker sales account manager, that the customer is alleging that the mattress is reported to have fluid ingress. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Results: mattresses. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.